Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the device returned with a crack visible to the front face of luer. A hairline crack was evident to the back of the luer. The distal portion of the hairline crack curved towards the wing of the luer. The device failed negative prep. The balloon could not be inflated due to the crack on the luer. Blood was visible on the balloon. No other damage was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure two nc sprinter rx ptca balloon catheters were intended to be used. There was no damage noted to the packaging of either device. There was no issues noted when removing the first nc sprinter device from the hoop. The devices were inspected with no issues noted. The luers of both nc sprinters were not inspected prior to attaching to the non medtronic inflation device. No difficulties were noted when attaching the luers of both nc sprinters directly to the inflation device. It was reported that both balloons were found to be leaking at the luer. The crack was not noted prior to attaching the luer of both nc sprinter devices to the inflation device. The leak was noticed when trying to inflate the balloon while in the patient. Neither balloon would inflate. The patient was reported to be alive with no injury.